Event description:
One endeavor rx drug-eluting stent was implanted at the mid lad, as treatment of the target lesion. A dissection was noted, therefore, one endeavor rx drug-eluting stent was implanted at the distal lad overlapping, as treatment of a complication / dissection / bailout. Pt was asymptomatic / free of symptoms at 30 day f/u. A spontaneous epistaxis bleed is reported to have occurred approx 2 months following index procedure. Pt was asymptomatic / free of symptoms at 6 month f/u, 1 year f/u and 1.5 year f/u. Investigator indicated that event was not related to the study stent.

Manufacturer narrative:
(B) (4): eval results: (dissection).